Event description:
It was reported that only the pacing and sensing lights came on when the external pulse generator (epg) was powered on and the word "selena" appeared on the lower display. Technical support (ts) had the caller measure the battery voltage and it was at 6.52 volts. The battery was replaced and the device was operating fine. The epg was restored to service. There was no patient involvement

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).